Event description:
Philips received a complaint on the v60 ventilator indicating that the customer had their navigation ring removed and was not able to make changes anymore using the ring. The device was reported to be outside of use at the time of the reported problem. The customer provided in a good faith effort (gfe) on 11/15/2022 that the device had received a bezel upgrade, which includes the removal of the navigation ring. The issue was stated to be resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.